Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call, the insulin pump kept alarming no delivery. He stated the reservoir that the customer has been using have had issues. The customer's blood glucose has been high at 500 mg/dl. Customer had given a bolus and the device had alarmed no delivery. Current blood glucose was in the 400 mg/dl range and she treated with a shot, and changed out her sets. Customer's father stated earlier in the day the device alarmed no delivery again and her blood glucose was 490 mg/dl, treated with manual injection. Customer's father was advised, troubleshooting needed to be performed on the insulin pump and he declined as he was driving. Customer's father stated he will call back to perform troubleshooting. The device is not returning for analysis.